Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported a patient to have pain, decreased visual acuity, corneal edema and increased intraocular pressure (iop). The iop was treated with topical medications. An explorative operation was performed and the device was found to have lack of filtration. The device was explanted. Scar part of the sclera was excised and the conjunctiva was sutured. Signs of uveitis were reported, posterior synechiae, precipitation on the anterior capsule of the lens. The uveitis was treated with anti-inflammatory therapy. Increased scarring in the area of the filter bags and its flattening increased the iop. The iop was treated with topical medication.

Manufacturer narrative:
Only shunt was received for investigation. During inner illumination test, the shunt lumen was found open. Therefore, there is no indication for manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage was present, it would be noticed and the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive ¿ product met specifications, since the blockage was not confirmed, and could have been caused by many different reasons during and after the clinical procedure. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).